Manufacturer narrative:
The ams 800 balloon was visually inspected and functionally tested. There were no significant findings during the analysis and the balloon passed functional testing. Review of the manufacturing records for batch 832929 confirmed that there was a total of 18 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 18 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. No ship history, labeling review, or risk review performed per cis product investigation wi, 92186855. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient recurring incontinence with the ams 800 artificial urinary sphincter (aus) due malfunction that occurred a few months ago. The entire aus system was removed, and the balloon was found to be empty of fluid. A new aus was implanted.

Event description:
It was reported that the patient recurring incontinence with the ams 800 artificial urinary sphincter (aus) due malfunction that occurred a few months ago. The entire aus system was removed, and the balloon was found to be empty of fluid. A new aus was implanted. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.